Event description:
It was reported that the atrial lead exhibited a rise in thresholds, and it was not possible to verify atrial capture via the electrogram (egm). Follow up is in process for additional information. It was further reported that the lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead exhibited a rise in thresholds, and it was not possible to verify atrial capture via the electrogram (egm). Follow up is in process for additional information. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4092 implantable pacing lead - (B)(6) 2010. (B)(4).